Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a cesarean section procedure on (B)(6) 2010 and suture was used. The needle broke in two parts during use. One piece stayed on the suture, while the other part was retrieved from the tissue of the pt. There were no adverse pt consequences reported.